Event description:
The physician had shaped the distal tip of the device to 45 degrees. Resistance was encountered as the device was advanced through the microcatheter, so the device was removed. The physician noted that the distal end of the device was broken. It was confirmed that the device was completely removed from the patient. The procedure was successfully completed using the same catheter and a different guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Age at time of event: exact age is unknown, (B) (6).

Event description:
The physician had shaped the distal tip of the device to 45 degrees. Resistance was encountered as the device was advanced through the microcatheter so the device was removed. The physician noted that the distal end of the device was broken. It was confirmed that the device was completely removed from the patient. The procedure was successfully completed using the same catheter and a different guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the spring tip was kinked at 1cm from its proximal side and fractured. The core wire was exposed. The spring tip of the device was further analyzed using scanning electron microscopy (sem). This revealed that the fracture sites did not match. The distal site fractured adjacent to the paddle in a ground round section of wire. Fracture occurred as a result of a torsional overload in a bending moment. The proximal site fractured within a flat or ribbon section of wire. Fracture occurred as a result of a bending overload moment. No material anomalies were noted. Based on the thickness of the ribbon 0.00830", approximately 0.25" detached from the corewire. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The guidewire separation occurred as a result of fatigue in both a torsional and bending overload direction. The separation of the guidewire was likely caused by excessive force applied to the device during advancement. Therefore, a root cause of operational context has been assigned to this event.